Event description:
It was reported the patient had undergone a back surgery and had been unable to communicate with her ipg since that time. In addition, the patient no longer had stimulation. A replacement charging system was unable to communicate with the ipg. Follow up identified the physician replaced the ipg. It was reported the patient received stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.